Event description:
Litigation alleges that the patient's acetabular cup detached, disconnected, created metallic debris and/or loosened from the patient's acetabulum, caused severe pain and inhibited the patient's ability to walk. Update: (B)(4) 2013 ¿ plaintiff fact sheet was received. The part/lot was updated. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2012. Update: medical records received (B)(4) 2013. Revision operative report indicates the following: pain; chromium ions elevated; watery, tannish to grayish fluid; necrosis; posterior wall loss of the acetabulum; implant was toggling in the femur; small calcar crack suffered during revision. Femoral stem and broach added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.